Manufacturer narrative:
The peel away sheath had already been removed by the time the event was reported. The pump was removed and all equipment was discarded to clinical consultants knowledge. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 66-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. During the procedure, the patient was with posterior tibial (pt) pulses to the right lower extremity (rle), but not dorsalis pedis (dp) pulses. An ultrasound doppler studies ordered. Vascular surgery evaluated patient and faint pulses noted on rle and noted that patient has severe peripheral artery disease (pad). The patient had cool feet at baseline from reported pad. While the patient was in the intensive care unit (ICU) there was a small hematoma forming around the impella site. A heparin drip was infusing. Partial thromboplastin time (ptt) >200. Antifactor xa 1.1. The nurse placed a small sandbag proximal to the insertion site with reported softening of hematoma. Heparin drip was paused per hospital protocol. After one day on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-5 at 2.5l/min with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to the patient's peripheral artery disease and/or large bore access cannulas. The access site hematoma can be attributed to required anticoagulants such as the heparin drip.